Event description:
Customer called to report a leak in the quick release infusion set of the insulin pump. Customer stated that the quick release is not tightly connected. Customer's blood glucose reading was 538 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.